Manufacturer narrative:
Device manufacture date - lot 22b013 was manufactured february 11-12, 2022. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed on the unit, and the flow rates were found to be within the product specification range. Based on the sample evaluation finding, the infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.